Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, kinks were observed along the capsule of the delivery catheter system (dcs). The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. Deformation or moderate gouge marks on both dcs tabs appeared to be associated with wear from the valve frame loops upon deployment. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The damage observed on the dcs tabs during analysis is consistent with historical observations for entanglement. It was reported the physician used the techniques listed in the instructions for use (IFU), including rotating and pushing the dcs, in an attempt to release the tabs/valve frame loops. It also was reported the physician attempted to pull on the dcs, which may have caused the damage to the frame loops and further exacerbated the inability of the frame loops to release from the tabs. There are multiple potential contributing causes for entanglement, including the orientation of the dcs tab and frame loop with the outside curvature of the patient anatomy, or an angulated aortic root causing deployment to occur at an angle with the frame loops in a different plane than the dcs tabs. Without a copy of the angiographic record, the order of events and any other exacerbating factors cannot be determined nor can a conclusive cause be determined.

Event description:
Medtronic received information that during deployment of a transcatheter bioprosthetic valve, there was difficulty experienced releasing one of the valve¿s two frame loops from the tabs of this delivery catheter system (dcs). The physician attempted, unsuccessfully, to release the tab by turning the dcs in both directions and by pushing and pulling the dcs forward and back. Another manufacturer¿s guidewire was then used outside the dcs to release the frame loop from the dcs tab. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.